Event description:
Customer reported via phone call that they experienced high blood glucose. Customer stated that the infusion set was changed earlier and blood glucose was 390 mg/dl and currently it is 553 mg/dl. Customer experienced abdominal pain and difficulty breathing. The customer treated with manual injection during the call. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The insulin pump failed the high pressure test the first time; it delivered 5 units but there was no alarm. The test was repeated and it passed. When the customer removed the set in order to perform the high pressure test it was found that the needle guard was not taken off which caused it to not go in and that caused the high blood glucose. Customer declined to check the insulin pump settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.